Manufacturer narrative:
This report is being amended to reflect changes. No device or photos were received as this remained implanted. The lot number of the product is unknown; therefore the device history records, complaint history could not be reviewed. The reported device is used for treatment. It could not be confirmed if the devices were used in an approved and compatible combination. Surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Relevant medical history and adherence to rehabilitation protocol are unknown. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported the patient will likely undergo revision surgery for an unknown reason.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Op notes dated 07/13/2011 were reviewed and no complications were noted. No device or photos were received; therefore the condition of the component is unknown. The components are compatible with each other. The device history records and supplier history records were reviewed and no related deviations/ anomalies were identified that affect the reported event. Root cause was unable to be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2018-00704; 0001822565-2018-05343.

Event description:
It was reported through legal counsel that approximately 5 years post implantation, a patient has been indicated for a revision to the right hip due to pain and difficulty with ambulation. Patient has not had the revision surgery at this time. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being filed to correct information and provide information previously not known on the initial medwatch. Concomitant products: 00620005422, shell porous with cluster holes, 61744570; 00630505032, liner standard 32 mm, 61741853. This report is number 1 of 2 mdrs filed for the same patient (reference 0002648920-2017-00020).

Event description:
Legal counsel for patient who underwent a total hip arthroplasty approximately 6 years ago reported patient has been indicated for revision due to allegations of corrosion. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.